Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, the surgeon console dropped a non-recoverable error. The surgeon console was rebooted twice, but the error persisted. Then rebooted the entire system, after which the error disappeared, and no further issues were encountered. However, the procedure was converted to laparoscopic. There was no patient injury.

Manufacturer narrative:
H2) additional information: b5 h3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated that the surgeon console experienced a communication error after it was powered on. The logs were reviewed in the field and indicated that there were multiple communication errors with the surgeon master controller (smc) computer. An error code was triggered which is associated with console computing node communication lost. All internal console connections were inspected and reseated, and the surgeon console is now operable. Further evaluation of the logs indicated that the surgeon console experienced an error code for 'local alarms communication loss', an error code for 'alarm handler and client communication loss', an error code for 'surgeon console motor controller communication loss' and an error code for 'smc and surgeon console display computer communication loss', as a result of the communication loss of the smc. These error codes are all considered non-recoverable. The error codes also report an error message stating, "warning: surgeon console non-recoverable error. Restart surgeon console. If error reoccurs, continue from bedside or discontinue system use.". Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a communication issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, the surgeon console (sc) dropped a non-recoverable error. The team rebooted the sc twice, but the error persisted. The team then rebooted the entire system, after which the error disappeared, and no further issues were encountered. There was no patient injury.